Event description:
It was reported that there was a balloon rupture. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the distal right coronary artery. The 10mm x 2.25mm wolverine coronary cutting balloon was dilated once to 10 atmospheres at which point it ruptured. The procedure was completed with a different device with no patient issues.